Event description:
The balloon catheter would not deflate when trying to remove from the patient. Md states he tried to deflate with syringe (as normal) but it would not deflate. He waited and tried again then pulled on catheter a little and it deflated. He removed the catheter.